Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked battery tube threads, reservoir tube lip, minor scratched worn display window and missing end cap sticker.

Event description:
Customer reported receiving a motor error alarm on the insulin pump and could not recall any significant event leading to the alarm. The blood glucose reading was not known. The insulin pump was not exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.